Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection on (B)(6) 2018, the cable tensioner was tight when it was attempted to run a cable through it and the cable became stuck. No patient or surgical involvement was reported. Concomitant device reported: cable (part number unknown, lot number unknown, quantity 1). This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 391.201, lot p506587: release to warehouse date: june 26, 2001. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. During the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A service and repair evacuation was completed: the customer reported the cable tensioner was tight and a wire was stuck in it. The repair technician reported the wire was stuck in the tensioner. Binding is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: initial quality inspections could not remove the cable. Eventually the lodged cable was successfully removed. Following the cable removal, the device was found to function as intended. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: additional information provided. Corrected data: number of parts in the complaint, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection on (B)(6) 2018, a depth gauge for screws had a broken tip. Additionally, a cable tensioner was tight when it was attempted to run a cable through it and the cable became stuck. No patient or surgical involvement was reported. Concomitant device: cable (part: unknown, lot: unknown, quantity: 1). This report is for a cable tensioner. This is report 1 of 2 for (B)(4).